Event description:
On 6/15/1999, at 1030 hours, device #1 being operated by a physician malfunctioned and stopped working properly during a cataract extraction. The operator depressed the foot pedal fully and device #1 continued not to work. Another member of the surgery team observed the monitor with a blurred screen. After a few seconds, the equipment started working at greater intensity than normal settings in the handset, which caused an incident of debris falling in back of the pt's eye. An additional surgery was performed to remove the remaining fragment in back of the pt's eye.